Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level. Customer's blood glucose value was 47 mg/dl and 400 mg/dl. The customer did not wish to troubleshooting had dental work done yesterday. The customer was treated with glucose tablets for low and bolus for high blood glucose. Customer was using insulin pump system within 48 hours of reported low blood glucose event. Customer stated that they did received calibrated not accepted and change sensor change. It was unknown if the insulin pump was on auto mode at the time of the incident. The device will not be returned for analysis.